Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 23.5 diopter monofocal lens has a bent front haptic which the doctor noticed while inserting it into the operative eye. The iol was removed and a backup lens was inserted in its place. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on: 03/14/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue and particles on the lens. Both haptics were observed distorted/bent. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.